Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not providing readings occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a sensor not providing readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.